Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem (no boot). The ps1 was evaluated and the voltage was adjusted from 4.86vdc to 5vdc. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not complete boot up. No patient injury was reported.